Event description:
Caller reported advantage system blood glucose result of "between 400-500" mg/dl, professional system result of 138 mg/dl within 10 minutes. Reported no adverse event relative to any discrepancy. A request was made for the return of the system, replacement was sent.